Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that there have been a few occurrences where they noticed fluid underneath the cycler after they completed their pd treatment during the treatment complete phase. The patient was connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause and source of the leak is unknown. Upon followup the patient confirmed the reported event, stating that they had discovered fluid underneath the cycler during treatment complete on multiple occasions. The patient could not confirm the dates or exact number of times this had occurred. The source of the fluid was unable to be determined; however, the patient confirmed no damage was observed on the solution product or liberty cycler set. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler on the days of the reported fluid leaks. The patient has continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that there have been a few occurrences where they noticed fluid underneath the cycler after they completed their pd treatment during the treatment complete phase. The patient was connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause and source of the leak is unknown. Upon followup the patient confirmed the reported event, stating that they had discovered fluid underneath the cycler during treatment complete on multiple occasions. The patient could not confirm the dates or exact number of times this had occurred. The source of the fluid was unable to be determined; however, the patient confirmed no damage was observed on the solution product or liberty cycler set. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler on the days of the reported fluid leaks. The patient has continued using the cycler for their pd treatment without issue since. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.